Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, and stripped threads inside the battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: a battery cap was not returned with the pump. Visual inspecting there is a cracked from the top of battery compartment to the pump case seal with evidence of the threads inside battery compartment are stripped.